Event description:
It was reported the patient was implanted with a pump for their back pain about seven years ago. Around the first of (B)(6) (2014), the patient started to hear beeps coming from their pump. Their hcp told them it was a end of life warning (eri alert). The pump was scheduled for replacement. A week prior to the pump replacement, pre-op testing found the catheter was defective and probably not giving the patient all the medication, however, no patient symptoms were reported. The patient signed consent forms to have the pump and the catheter replaced. The surgery took place on (B)(6) 2014. It was reported the surgeon decided not to replace the catheter. The operating room report stated the catheter was severely kinked at the pump end (proximal). The patient did not understand why the catheter was not replaced. The patient only saw the surgeon prior to the procedure, the patient was discharged by a nurse and the stitches were removed by the surgeon's physicians assistant. The outcome of the event was not reported. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: : product ID: 8709sc, lot# unknown, product type: catheter. (B)(4).